Event description:
The hcp reported the patient was experiencing intermittent signs and symptoms of withdrawal. A catheter x-ray was done and reported as "inconclusive." The entire catheter was replaced. A follow up report will be sent when additional info is received.